Event description:
It was reported on (B)(6) 2025, that the patient when to plug in the charging cable - monitor - a to c and it got so hot it melted onto their dresser. The mcot monitor - a13 - verizon was not charging at the time of the event. The patient was not harmed. No additional information was received.